Manufacturer narrative:
The product was not returned. A device history record review and a non-conformance-based review of the lot was performed and did not reveal any potential contributing factors to the reported complaint. All corresponding production release specifications defined in the device master record were met. The file indicates the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The product was not returned. The root cause for the reported complaint potentially related to a failure to follow the IFU. A non-qualified viscoelastic was indicated. The instructions for use (IFU) instructs company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic visco surgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. Information was provided that the damage appeared to have been caused by the unspecified handpiece plunger. The file will be reopened if new information or product is received. The manufacturer internal reference number is: 2025-72769

Manufacturer narrative:
Additional information was provided in d.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens case was not returned. The lens was returned wrapped in gauze. Surgical solution was not observed on the lens. Fibers from the gauze were adhered on the lens optic. One haptic was bent-distal area. Lens was cleaned with klrp for further evaluation. Narrow scratches were observed on anterior side of the lens. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified cartridge and handpiece were indicated with a non-qualified viscoelastic. The lens was returned. Narrow scratches were observed on anterior side of the lens. The root cause for the reported complaint potentially related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was indicated. The IFU instructs company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that before an intraocular lens (iol) implant procedure, a scratch was found on the lens. The surgery was completed on the same day using another lens without any patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).